Event description:
It was reported that during the implant attempt of the right ventricular lead there was high impedance and no capture. The lead was removed and a different lead was implanted. No patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted and the lead appeared damage at implant.